Event description:
The customer biomedical engineer (biomed) reported that all of their philips information centers ix (pic ix) were in local mode, throughout the hospital. The device was in use on a patient. There was no report of patient or user harm.